Event description:
Customer reported blood glucose results of 345 mg/dl and 157 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, did not treat or act on results. Strips not available for return, replacement system sent.